Event description:
It was reported that the patient experienced peritonitis manifested by abdominal pain and cloudy effluent, coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for two days for the reported event. The treatment for peritonitis was vancomycin (dose, route and frequency not reported). Retraining on aseptic technique was performed with the patient. The cause of the peritonitis was unknown. A couple of months after the initial onset of the peritonitis, the patient experienced a recurrence of peritonitis, again manifested by abdominal pain and cloudy effluent. The patient was hospitalized for the recurrence, but the treatment at the time of the hospitalization was unknown. Approximately one week later, the patient was started on zyvox (600mg, twice a day for 3 weeks, orally). The patient was discharged from the hospital and was reported to be recovering from the peritonitis. The cause of the recurrent peritonitis was unknown. Pd therapy was ongoing. No additional information is available at this time. This is report 1 of 3.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated lot number(s) h13i26027 and h13j21506 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a follow up medwatch will be submitted. Same patient as (B)(4).